Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was discovered that the device locked up and stopped running during testing. It was noted that the electric motor and internal components were corroded. It was determined that this was due to mechanical or electric component failure due to immersion during cleaning and/or improper cleaning methods, which is failure to follow directions for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, after surgery, it was observed that the attachment device was stuck inside of the electric pen drive device. According to the report, the attachment device was sticking. It was reported that after further testing, the device would not release the drill bit device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.